Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Troubleshooting was done for hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to rewind insulin pump. Customer did self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.